Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: the keypad button cover was found to be peeling from the base; no other damage was observed. During investigation, all of the keypad buttons were responsive to button presses. The keypad cover was removed and there was no evidence of moisture corrosion on the on key contacts. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the complaint, a leak test showed a leak at the missing bolus button. The pump was opened and there was evidence of moisture spots only on bolus button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; under responsive up and down arrow buttons. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.